Manufacturer narrative:
This product remains implanted, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The health care professional (hcp) contacted technical services (ts) and asked if the device had beeped due to reaching elective replacement indicator (eri) or due to an alert for high out-of-range shock impedance measurements of greater than 125 ohms. Ts reviewed available device data and explained the device declared eri status after a recent capacity reform, which can result in a slight drop in battery voltage. Lead integrity testing was recommended due to the shock impedance measurements. At this time, the ICD and right ventricular (rv) lead remain in service.